Event description:
The report from the affiliate indicated that during a coronary stenting procedure the cypher 2.5x18 mm stent dislodged in the proximal right coronary (rca) and was retrieved using a 1.5 mm balloon. After the stent was retrieved, the proximal stent strut was noted to be uplifted and there was tissue attached to it. The procedure was completed successfully using rotablator and implantation of a different cypher stent. There was no reported pt injury. The physician's comment was that during the withdrawal of the cypher stent the stent happened to be flared and that it probably happened during the procedure.

Manufacturer narrative:
The index procedure was an elective case for treatment of silent ischemia. Percutaneous coronary intervention (pci) was done to treat the native mid rca, to the distal rca and atrioventricular (av) branch. The lesion was reported to be: de novo, heavily calcified, diffusely diseased, native vessel, and had a high take-off. The rca was grafted, diffusely diseased, native vessel, and had a high take-off. The rca was grafted, but the physician decided to treat the native vessel because it was occluded. There was a reported 90% stenosis at the proximal end of the mid rca, a 75% stenosis at the distal end of the mid rca, and a 99% stenosis at the distal rca/av branch. A 7fr. Al1 guiding catheter was deep-seated in the target vessel and a guidewire was inserted to the distal portion of the vessel using a microcatheter and a total occlusion dilitation catheter. The target lesion was pre-dilated using a 1.5 mm, a 2.5mm balloon and the total occlusion dilatation catheter. The physician then attempted to deploy a cypher 2.5 x 18mm stent at the av branch using the 5 fr. Microcatheter but could only advance it to the distal end of the mid rca. The microcatheter was withdrawn just into the guiding catheter. The physician then attempted to withdraw the cypher stent when he felt resistance/friction and the dislodgement occurred. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.